Event description:
Rn reported a transfer set wtih a leak in the twist clamp area, noted during use. Transfer set was two months old. The pt received a transfer set change and was treated prophylactically with a single dose of vancomycin 2 gm. And gentamycin 120 mg. Intraperitoneal. No pt injury reported per rn.